Event description:
It was reported that during check before a customer training, the cardiosave intra-aortic balloon pump (iabp) safety disk has a leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and after the evaluation of a unit fse had replaced the assembly, safety disk so,that after the replacement of a safety disk the equipment had passed all the functional tests from which the equipment is being suitable for the clinical use.

Event description:
N/a.